Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead has not worked from implant or shortly thereafter and informed that during the surgery the patient's lung was also punctured. Boston scientific technical services (ts) advised the patient to follow up with the physician. Attempts made to attain additional information were unsuccessful. All available information suggests this rv lead remains in service. No adverse patient effects were reported.